Manufacturer narrative:
Additional information received for this case: the correct implant date for the endurant ii stent graft system has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. It was reported that during a follow up visit approximately 4.5 years post index procedure, a type ia endoleak was observed. Intervention was carried where an aortic cuff was implanted in the patient to resolve the endoleak. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.